Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the (B)(4), 2014 UDI regulation date. (B)(4).

Event description:
A customer reported laser treatment was aborted at around 30% by itself during a procedure. Surgeon released foot from the foot pedal around this percentage in order to reposition the patients head due to their movement. High voltage of the laser exceeded the normal range and maintenance was required. The patient was reprogrammed on the laser and the first 30% of the procedure was done again on a dummy pmma. The remaining procedure was completed on the patient's eye. The patient reported very good visual acuity post operatively. Additional information was requested but not received.

Manufacturer narrative:
Additional information provided. The root cause for the high voltage error could not be determined conclusively. However, a protection against a fault functioned correctly, i.e. The device worked as intended as the device interrupted the treatment automatically. The manufacturer internal reference number is: (B)(4).